Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled and nine (9) colony forming units (cfus) of coagulase-negative staphylococci and filamentous fungi were identified. The obtained results are in conformance with the requirements. Additional microbiological testing and the device evaluation are currently pending. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the air/water and auxiliary channels on the evis exera iii colonovideoscope tested positive for 5 to 25 colony forming units (cfus) during reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 6 years since the subject device was manufactured. Based on the results of the device evaluation, the following minor defects were found: damaged insertion tube, control unit, and switches; the angulation system was not performing within specifications. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms was found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to french recommendation. The following is included in the instructions for use (IFU): "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.